Event description:
A malfunction with the pump alarm 20 was reported while in use during pumping, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer followed directions from technical support to load a new cartridge, but the alarm persisted, indicating a recurring issue. As a result, technical support arranged to replace the pump, and the customer was directed to use multiple daily injections (mdi) as a backup therapy. They were also instructed on how to put the problematic pump into storage mode and return it using a prepaid label within ten days.